Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The tamper seal was not removed/broken. Visual inspection found the device was in good condition with no appearance of any physical damage. Review of the error history log found a "force sensor test" error. Functional testing was unable to duplicate the "force sensor test" error at power up and all the reading of force sensor was within the required specifications. The device might have manipulated by the customer at power up. By entering the biomed code, the customer was able to clear the force sensor test error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance (pm) and all functional testing. Device passed testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump just put back into service and now getting a system failure forced sensor test. No adverse patient effects were reported by the customer.